Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported gripper actuation issue was not confirmed via returned device analysis as the grippers performed as expected. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents reported for difficult to open or close (gripper actuation issue) from this lot. All available information was investigated and a definitive cause for the reported difficult to open or close (gripper actuation issue) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that during preparation of the mitraclip delivery system (cds), it was noted that gripper arm actuation was unequal, the grippers did not fall evenly towards the clip arms. Trouble shooting was unsuccessful. The clip was not used in the anatomy. There was no clinically significant delay in the procedure. No additional information was provided.